Event description:
I had the essure implant in 2008. I have chronic migraines since. Joint pain and debilitating inflammation all over my "big." The drs have never found the reason for the inflammation or the migraines. I am now seeking a dr for a hysterectomy because I started to learn about the essure issues and discovered that I have the same problems others have reported. I have never had migraines or joint pain or fatigue in my life prior to essure. FDA safety report ID# (B)(4).